Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a carto 3 system and the carto 3 system was not displaying the visitags. The data is coming into the carto 3 system but the visitags are not appearing and only the grid can be seen. The user was instructed to go to the menu on the side of the map and click on the top button in the menu. The issue then resolved and the procedure was continued. There was no patient consequence. The issue is indicative of a reportable event as the visitags not displaying may potentially lead to patient injury.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a carto 3 system and the carto 3 system was not displaying the visitags. It was found that the visitag size option was not active, therefore visitags were not visible. The customer was instructed to activate the size options and the visitags became visible. The issue was resolved and the procedure was continued. System is operational. The history of customer complaints associated with this carto 3 system was reviewed. There was not any additional complaints that may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).